Manufacturer narrative:
Philips received a complaint on the tempus pro indicating artifact issues. Bench repair was cancelled due to site support and re-training. During the onsite visit the device software was upgraded from 7.30 to 7.34. The issue was resolved after re-training the customer and suitable configuration settings advised. The device remained at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem not confirmed. No further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the unit displays an artifact. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.